Event description:
Rptr initially noted several problems with system. F/u with rptr noted unit calibrated and tested fine. When they began air/fluid exchange they noted too much humidity coming into the eye with air, clouding iol. They cleaned the iol and restarted with same thing occurring. Unable to finish case with laser as they had planned. Pt returned next day for laser procedure. Pt reportedly healing well.